Manufacturer narrative:
Initial and final MDR (B)(4) MDR (B)(4). Device 1 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 5 infusion set fell off event on 26-may-2024. The infusion set was in use for 12 hours. The glucose level was in between 120-180 mg/dl no further information available